Event description:
Per the audiologist's report, the electrode array of the pt's device migrated outside of cochlea. The surgeon explanted the device in 2006. Reportedly, there was inflammation in the middle ear and ossification of the cochlea which prevented reimplantation. Implantation of the opposite ear in the near future is being considered.

Manufacturer narrative:
This is a final report.